Event description:
During a run, the operator was splattered in the face with blood. The instrument was pipetting onto a 'stain card" for sample archiving, and one tip produced a "high velocity spray" when it dispenses. The instrument was taken out of service by the user, and the methodology is being reviewed by the customer. The operator's identity is being held confidential by the customer, and it is hamilton company's understanding that this is being treated at the user facility similar to a "needle stick" type event.